Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via ECG leads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive troubleshooting including bench handling and full functional testing and ECG stress testing. The device was recertified and returned to the customer. Review of the device logs showed no evidence of the reported problem. The logs showed in all three events from 9/27/21, ECG leads (4 and 12) were being utilized. However, the log showed that either the limb lead or v lead cable is faulty as they were not correctly identified by the device. The multifunction cable and 12 lead ECG cable were not returned for evaluation. Therefore, our investigation for this reported malfunction was unsubstantiated. No trend is associated with reports of this type. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.